Event description:
It was reported that in 2008 a drop in r-waves was observed. The pace/sense portion of the lead was capped and the defib portion remained active. Recently, during device changeout for normal eri, fluoroscopy revealed an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasions were found at 13.0 cm to 13.45cm and at 18.6 cm to 19.3 cm from the connector pin, consistent with lead friction to the ICD. The etfe coating of the svc conductors was abraded at these locations.